Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available per the account. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Investigation summary: with all the available information, boston scientific concludes the reported air ingress event was confirmed. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the hemostatic valve, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection identified kinks near the handle of the sheath. This condition would not have contributed to the reported allegation, and the complaint summary did not reference any issues with the shaft. Therefore, this condition may not have been present at the time of the event and may have occurred during device transportation or storage. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Risk assessment: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: boston scientific's investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design.

Event description:
It was reported that during the atrial fibrillation ablation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that after aspirating and flushing the faradrive multiple times, there was still air present in the clear part of the sheath. Bubbles were seen in the sheath shaft during aspiration. After going transeptal with the versacross for faradrive, the bubbles started appearing after taking out the versacross dilator and rf wire. Aspiration and flushing were done during the exchange of the dilator with the mapping catheter, but there would still be visibility of bubbles. Pressure bag was used for the irrigation of sheath. The procedure was completed successfully by using another faradrive. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during the atrial fibrillation ablation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that after aspirating and flushing the faradrive multiple times, there was still air present in the clear part of the sheath. Bubbles were seen in the sheath shaft during aspiration. After going transeptal with the versacross for faradrive, the bubbles started appearing after taking out the versacross dilator and rf wire. Aspiration and flushing were done during the exchange of the dilator with the mapping catheter, but there would still be visibility of bubbles. Pressure bag was used for the irrigation of sheath. The procedure was completed successfully by using another faradrive. No patient complications have been reported. The product is expected to be returned.